Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of dilator cap detachment reported for this lot. Potential causes for detachment of the cap of the dilator rotating hemostatic valve (rhv) can include, but are not limited to, user technique/procedural conditions (excessive force during device prep) or manufacturing anomalies (mold deficiencies or damaged threads). In this case, it is possible that the detachment of the rhv cap was related to the inadvertent handling of the device upon removal of the dilator; however, this cannot be confirmed. Although a definitive cause for the reported detachment of the rhv cap cannot be determined, there is no evidence of a product deficiency in regards to the dilator.

Event description:
This report is being filed for the potential air leak due to the uncapped hemostatic valve during use. It was reported that during a mitraclip procedure as the dilator and steerable guide catheter (sgc) were being removed from the anatomy, the cap of the hemostatic valve on the dilator fell off. Vessel access was maintained. The sgc was removed, a second transseptal puncture was performed and two mitraclips were implanted without incident reducing degenerative mitral regurgitation (mr), from grade 4 to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.